Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking. The leak was further described as "leak was coming from the cassette door". This occurred during setup for automated peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient with ending the therapy and removing the supplies. Rts reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.